Manufacturer narrative:
The automated impella controller (aic) has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Note: this is one of three medical device reports associated with this event; the second aic is reported under a manufacturing report with patient identifier ending in (B)(6). The associated pump device is reported under known manufacturing report number: 1220648-2024-14039 with patient identifier ending in (B)(6).

Event description:
The user facility reported during support to a patient on the impella 5.5 pump placed preoperatively for coronary artery bypass graft surgery, the automated impella controller (aic) sound an alarm ton and displayed a controller error message. The impella pump abruptly stopped. Attempt to restart the impella and an attempt to resume the impella 5.5 pump at p-level p-2 were both unsuccessful. The team tried another aic as recommended and again, there was an alarm tone for controller failure and the impella stopped. The decision was made to explant the impella 5.5 pump. It was noted the patient's blood pressure remained stable at the time of explant with mean arterial pressure of 67. Shortly thereafter, the patient's blood pressure became soft 70s/50s. Arterial line was placed and vasopressors on standby. There were no reports of adverse effective to the patient as a result of this event. The patient was noted to be in stable condition.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2024-15821 in accordance with updated procedures. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-15821 as it is unknown if the initial reporter also sent the report to the food and drug administration g1 reporting contact email revised on manufacturer device report 1220648-2024-15821 in accordance with updated procedures. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2024-15821.